Event description:
It was reported heparin (12,500 units) was programmed to be infused at a rate of 12 ml/hr (600 units/hr). The infusion completed in fifteen (15) minutes. There was patient involvement and no harm. After a site visit with the customer, the bd on site team reported the following extra information from the customer: the error logs were pulled, the data set was confirmed, and the information was submitted to bd. They stated that over 17 minutes a volume of 116ml was infused per the logs. Prior to staring the heparin infusion, a pt and inr were first drawn per pharmacy protocol. Pharmacy attaches a sliding scale label to the heparin bag. Setup was one pcu and 2 pump modules. Only the heparin pump module was in use. A new standard bag of heparin (12,500 units/250ml) and new IV set was used with the infusion. The infusion was a primary infusion and programmed manually by the clinician. User stated he primed the IV set, closed the roller clamp, then loaded the IV set into the pump module and attached the IV set to the patient. He then programmed the infusion in the ccu/ed profile, a second rn verified the programmed settings, and he pressed start to start the infusion. He entered a vtbi less than the bag size so it would alarm. He also stated he did not look at the drip chamber. User stated he did not notice anything different with the device and no guardrails alert was encountered when the infusion was programmed. Another nurse, then took over the patient and she was the one who found the empty bag after the device alarmed. User went to break, and the other nurse came in to let him know that the infusion completed early. Removed the device from use and called the doctor. User stated he programmed the same numbers on another pump and did not have any issue with the infusion. They did the 2 rn verification. The heparin bag had a sticker with the weight-based dosing listed. The device was alarming air-in-line and the bag was empty. She turned off the infusion, disconnected the IV line from the patient and flushed their IV line. She informed her assistant nurse manager and called pharmacy. The patient had acs so the clinician was instructed to observe for any bleeding instead of administering heparin reversal agent, this plan was also discussed with the ER doctor. The second nurse then called the ICU to make them aware, as the patient was to be transferred to that unit. It was planned for the patient to be dialyzed due to kidney failure, however this dialysis occurred sooner due to the reported event. Director sequestered the alaris device and took it too biomed.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report of an over infusion (heparin) was confirmed based on the log analysis. The event date and time were reported as 20sep2024 at 11:36 am. On (B)(6) 2024 at 11:09 am, a basic infusion was programmed and started with a rate of 600 ml/hr and a volume to be infused (vtbi) of 100 ml. The infusion successfully completed at 11:19 am (10 minutes later) and a primary volume infused (pvi) of 100.027 ml was recorded. At 11:19 am a new infusion was programmed and started with a rate of 600 ml/hr and a vtbi of 1200 ml. The pump module alarmed for air in line at 11:36 am (16 minutes later) and a pvi of 266.422 ml was recorded. The unit was channeled off and the system was powered off. Per customer event description the intended infusion rate was 12ml/hr (600 units per hr) and the total bag/bottle volume was of 12,500 units/250 ml. A total volume of 266.422 ml was infused in a total period of 26 minutes with a programmed rate of 600 ml/hr. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review if the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. The alaris system user manual v12.1.2, states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Verify correct infusion parameters prior to starting the infusions. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Root cause: the root cause of the over infusion of heparin report was determined to be a user programming error per facility¿s event description. A review of the logs confirmed that the pump module was programmed for an initial infusion with a rate of 600 ml/hr instead of the customer reported 12 ml/hr (600 units per hour) intended rate. Note that imdrf annex a1801, a040502, c0601, d01, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
Additional information: imdrf annex a and g codes and manufacturer narrative note that imdrf annex a27, g04048 and g02001 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported heparin (12,500 units) was programmed to be infused at a rate of 12 ml/hr (600 units/hr). The infusion completed in fifteen (15) minutes. There was patient involvement and no harm. After a site visit with the customer, the bd on site team reported the following extra information from the customer: - the error logs were pulled, the data set was confirmed, and the information was submitted to bd. They stated that over 17 minutes a volume of 116ml was infused per the logs. - prior to staring the heparin infusion, a pt and inr were first drawn per pharmacy protocol. Pharmacy attaches a sliding scale label to the heparin bag. - setup was one pcu and 2 pump modules. Only the heparin pump module was in use. A new standard bag of heparin (12,500 units/250ml) and new IV set was used with the infusion. The infusion was a primary infusion and programmed manually by the clinician. User stated he primed the IV set, closed the roller clamp, then loaded the IV set into the pump module and attached the IV set to the patient. He then programmed the infusion in the ......ccu/ed profile, a second rn verified the programmed settings, and he pressed start to start the infusion. He entered a vtbi less than the bag size so it would alarm. He also stated he did not look at the drip chamber. User stated he did not notice anything different with the device and no guardrails alert was encountered when the infusion was programmed. Another nurse, then took over the patient and she was the one who found the empty bag after the device alarmed. - user went to break, and the other nurse came in to let him know that the infusion completed early. - removed the device from use and called the doctor. User stated he programmed the same numbers on another pump and did not have any issue with the infusion. - they did the 2 rn verification. The heparin bag had a sticker with the weight-based dosing listed. The device was alarming air-in-line and the bag was empty. She turned off the infusion, disconnected the IV line from the patient and flushed their IV line. She informed her assistant nurse manager and called pharmacy. The patient had acs so the clinician was instructed to observe for any bleeding instead of administering heparin reversal agent, this plan was also discussed with the ER doctor. The second nurse then called the ICU to make them aware, as the patient was to be transferred to that unit. It was planned for the patient to be dialyzed due to kidney failure, however this dialysis occurred sooner due to the reported event. Director sequestered the alaris device and took it to biomed.